Manufacturer narrative:
Additional information from investigation results confirmed that an unknown abutment screw had fractured. Fractured screw piece was found within the implant drive feature. Additionally, the abutment loosening noted by the customer was likely a consequence of the fractured abutment screw. Reassessment of the event has been completed. Please find product complaint evaluation results below. One unknown abutment screw and one osseotite® tapered certain® implant 5 x 10mm (xifnt510) were returned for investigation. Visual evaluation of the as returned products identified screw fragment in the implant¿s drive feature (which was damaged) and bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed because the implant¿s drive feature was damaged and contained a screw fragment. Pre-existing condition noted on the per was moderate bone density type ii. The devices had been placed on tooth #14 for approximately 3 years. X-ray or picture images were not provided. DHR and complaint history review could not be performed since the lot/item number for the unknown abutment screw was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. March post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur (the implant's drive feature was damaged and the abutment screw was fractured). Additionally, the reported "damaged drive feature" event was confirmed but the "loosening" event was non verifiable. Furthermore, an unreported "screw fracture" event was identified during the investigation as a screw fragment was found in the implant drive feature. The following sections have been updated: b4: date of this report, d2: common device name, d10: device availability, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: device evaluated by manufacturer, h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
Additional information from investigation results confirmed that an unknown abutment screw fractured. Fractured screw piece found within the implant drive feature.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided/ unknown. Device brand name: not provided/ unknown. Device product code: not provided/ unknown. Device catalog/ lot number: / unknown not provided. PMA/510(k) number: not provided. Device was not returned.

Event description:
It was reported that an unknown biomet abutment had loosened. Doctor reported an issue with the implant internal connection. Tooth location 14.